Manufacturer narrative:
Image review: review of the video clips provided confirms a blockage in the lad. Pre-dilation activities and deployment of a stent at the lesion site are captured. Post deployment of the stent blood flow is restored in the vessel. The images show the dislodged stent in the vessel in the arm indicating that the radial approach was used to deliver devices. The images do not capture the attempted advancement and retraction of the endeavor resolute device prior to the dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use the endeavor resolute (rx) drug-eluting stent to treat a severely calcified and tortuous lesion in the lad exhibiting 70% stenosis. The device was inspected post removal of the protective sheath with no issues noted. No abnormalities were noted during inspection prior to use. The lesion was pre-dilated by balloon catheter once at 10atm with 50% stenosis remaining after dilatation. During the implanting procedure, it was reported that the stent dislodged during advancement of the device. No resistance was encountered when advancing the device to the lesion. The stent was removed from the patient by the delivery system and was replaced by another stent to complete the operation. The physician determined that the event was related the patient's vessel calcification. No patient injury reported. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.